Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had bacteremia infection. The pulse generator was explanted and the right ventricular and atrial leads were capped on (B)(6) 2018. There were no patient complications during procedure and the patient was stable.